Manufacturer narrative:
Broken force sensor error alarm was noted in the pump history and critical pump error during testing due to moisture damage electronic assembly on printed circuit board. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with cracked battery tube threads, cracked case alongside of the battery tube and cracked reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device had a cracked battery compartment and reservoir compartment. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.